Manufacturer narrative:
The pump was returned and analysis found no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient who was receiving lioresal (2000 mcg concentration at a dosage of 1200 mcg) via an implantable infusion pump. It was reported that there was a possible non-delivery of medication. Premature battery depletion was noted. The event date was asked, but unknown. There were no known environmental/external/patient factors that may have led or contributed to the issue. There were no known diagnostics/troubleshooting performed. The pump was explanted and replaced. The issue was resolved at the time of the report. The patient's status at the time of the report was alive - no injury. No further complications were reported.